Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ii us mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The most distal stent struts row was damaged and lifted from the stent profile. The crimped stent outer diameter of the remaining undamaged portion of the stent was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion revealed no issues. A visual and tactile examination of the tip identified tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24-apr-2017. It was reported that crossing difficulties were encountered. The highly calcified target lesion was located in the right coronary artery. A 2.50x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.